Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/03/2015 with the following findings: pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment and a dim display this report is made based on the results of an investigation completed on 09/03/2015.